Manufacturer narrative:
Implant was replaced by another implant with different size. Without a product return, no product evaluation is able to be conducted. The review of traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated into mc+ surgical technique for trial implant selection : "one should position various trial cervical implants in front of the intervertebral space in order to determine the maximum width available for the cage." And selection and placement of the correct trial should give the desired disc height restoration, while ensuring good stability." Then "make a x-rays control" regarding information provided, root cause is related to an user error : incorrect size selection. The investigation found no evidence to indicate a device issue.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No information about device return.

Event description:
Mc+ : implant would not fit. Cage implanted then removed because size would not satisfy the surgeon. No details about this event although requests were made to have additional information.